Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique, note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 120mg/dl - 160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining area. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/29/2020 and open vial date is approximately one to two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".